Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. (Expiry date: 10/2020).

Event description:
It was reported that some time post port placement in the right upper chest via right internal jugular vein, allegedly extravasation was identified during chemotherapy. Reportedly, a catheter review demonstrated contrast leak around the hub/tubing. It was further reported that the patient received an antidote for the extravasation and the port system was removed. The patient experienced slight hardening and fibrosis at the right chest.

Manufacturer narrative:
Manufacturing review: a complaint history review (chr) was completed and this is the first complaint reported for this lot number. Based on the chr, a device history record (DHR) review is not required. Investigation summary: one powerport ti slim with attached chronoflex catheter measuring approximately 24.6cm in length was returned for evaluation. Multiple punctures to the septum were noted. No necking was observed on the catheter. The cathlock was still keeping the catheter attached to the port body. A small gap between the end of the catheter and the port body itself was noted. During functional testing, the assembly was patent to infusion and aspiration and no leaks were observed. Therefore the investigation is unconfirmed due to the alleged leak not being able to be reproduced in a laboratory setting. The definitive root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that some time post port placement in the right upper chest via right internal jugular vein, allegedly extravasation was identified during chemotherapy. Reportedly, a catheter review demonstrated contrast leak around the hub/tubing. It was further reported that the patient received an antidote for the extravasation and the port system was removed. The patient experienced slight hardening and fibrosis at the right chest.